Event description:
On 4/11/96, a call was received stating the skull clamp had slipped. There was a pt incident during a laminectomy which required suturing. There was a 1" scalp laceration on the right side. There was no evidence of post operative complications due to the scalp laceration.